Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had pain symptoms regardless, but that she was concerned about some "terrible symptoms" and wanted to know if they were from the pump. The symptoms about which the patient was concerned were that she would start to sweat profusely and fall often. It was noted that the onset of the sweating was about one month prior to report and it was unknown by the patient if the onset was gradual or sudden. It was noted that the patient used to sweat a lot in the past because, she was extremely anemic but she was no longer anemic. The patient reportedly had neuropathy in her feet and had fallen at least 8 times in the last 10 months. One of the falls reportedly caused the patient to break her nose. The patient was reportedly bruised all over her body at the time of report. When the patient fell, she held out her hand to break her fall and then all the soft tissue on her right side was strained and she had a hematoma on her arm. The patient had not heard any alarms form the pump. The pump was implanted to treat pain. The patient's pump was intended to infuse clonidine, dilaudid, and marcaine. Additional information was requested, but was not available at the time of report.